Manufacturer narrative:
The insulin pump was received with no button response due to unlocked joint connector and or lcd keypad connector. The insulin pump was tested with a test keypad and no frozen display noted. The device had cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive esc button. The blood glucose reading was 280 mg/dl. The customer's mother stated that the customer had been changing the infusion set, and during the fill tubing step, she noted that the customer was unable to exit to the fill cannula screen. The caller stated that the act buttons still worked, but the esc button did not respond to presses. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.